Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated device and an infrarenal aortic extension. Upon follow-up, computed tomography revealed a graft disruption. The physician is electing to reline with a gore excluder at a future date. An additional follow up of the patient found implanted device had fallen into the aneurysm and there was sac growth. Secondary procedure has been scheduled.